Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® precisionglide¿ multiple sample needle experienced poor sleeve function during use. The following information was provided by the initial reporter: during use, the customer found 1ea msn np-sleeve did not recover, and then it occurred bleeding.

Manufacturer narrative:
H.6. Investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for no sleeve recovery with the incident lot was observed. Additionally, evaluation of the customer samples was performed and no sleeve recovery was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of bd vacutainer® precisionglide¿ multiple sample needle experienced poor sleeve function during use. The following information was provided by the initial reporter: during use, the customer found 1ea msn np-sleeve did not recover, and then it occurred bleeding.